Event description:
Philips received a report on an incident where there was smoke coming from the system, both in the technical room and the examination room. There was no visible fire. The patient was evacuated in time but 2 hospital workers suffered minor smoke inhalation issues.

Manufacturer narrative:
Philips has started an investigation, a follow up will be submitted once completed.

Manufacturer narrative:
The affected gradient coil was shipped back to best for inspection. Here it was discovered that the origin of the failure was the broken ya+ terminal of the gradient coil. The gradient coil was then shipped to the supplier tesla who confirmed that apart from the broken ya+ terminal there is no other origin of the fire (i.e. There is no internal defect in the gradient coil that caused the fire). The broken ya+ terminal was further investigated and it was concluded that the fracture interface of the broken terminal indicates that the crack was due to fatigue. It was also determined that the temperature at the fracture has reached more than 1500c, because molten stainless steel was detected (must be from a stainless-steel washer used at the position of the fracture). Conclusion: investigation indicates that the gradient coil at the service end failed which led to excessive heat dissipation in the gradient coil. The heat dissipation caused smoke and the ignition of the surrounding materials. The fire developed and burned surrounding materials underneath the covers and in the turret on top of the magnet. In addition to the damage to the MRI and it´s components, and as a result of the heat / fire, the ceiling covers of the room collapsed on top of the MRI. Furthermore, all rooms of the MRI department (examination room, technical room, operational room, and hallway) and their entire contents have been contaminated / polluted with smoke. 2 hospital workers who initially reported to have suffered from smoke inhalation did not require any treatment and were reported as fully recovered. A field action on the inspection of gradient coil terminals for the model wa30s m10 will be initiated in case the terminals are found damaged, the gradient coils will be replaced.